Manufacturer narrative:
Investigation included review of device logs and user-reported operational behavior, verification of the alert on the device, and guidance to shut down the device and sync data to the mobile app. Investigation of this case revealed persistent motor stall behavior consistent with a stalled infusion mechanism and physical damage to the touchscreen. It was concluded that the device experienced a hardware malfunction characterized by a stalled motor with continued failure after restart and priming, rendering it unable to deliver therapy.

Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating consecutive stalled motor events during priming and rewinding, and the device remained unable to proceed despite multiple restart attempts; the touchscreen was cracked, the cause of damage was unknown, the screen remained usable, and the user experienced trouble using the device afterward. Symptoms included no injury. Outcomes included interruption of insulin delivery and need for replacement of the device.